Event description:
It was observed that during the device evaluation, foreign objects were noted in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, there were foreign objects in the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.